Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for non-obstructive urinary retention. It was reported that the trial patient thought maybe they had an infection because they were retaining fluid still. They turned the stimulation up this morning per the physician¿s request and was going to the doctor¿s office at 3:00 pm today to see if they need to make any adjustments. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Also, it was unknown if there were any interventions/actions taken to resolve the issue. The issue was reported as not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.